Event description:
Per additional information provided: on (B)(6) 2006 - patient was diagnosed with bilateral inguinal and umbilical hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device #1 - left inguinal), synthetic mesh (right inguinal) and ventralex mesh (device #2 - umbilicus). Per operative notes, ¿the hernia defect of umbilicus was identified and reduced. A ventralex mesh (device #2) was placed and sutured. Direct hernia defects were identified in both inguinal regions were reduced. A 3dmax mesh (device #1) on the left side and synthetic mesh on the right side were placed and sutured. ¿ on (B)(6) 2008 - patient was diagnosed with recurrent left inguinal hernia and pain thereby underwent laparoscopic repair with implant of perfix plug (device #3). Per operative notes, ¿the direct hernia defect was identified where the prior mesh was separated. The hernia defect was reduced. A perfix plug was placed and sutured. ¿ on (B)(6) 2009 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with implant of perfix plug (device #4). Per operative notes, ¿a small hernia defect was identified and reduced. A perfix plug (device #4) was placed and sutured.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the perfix plug (device #3). An additional supplemental emdr was submitted to represent the 3dmax mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.